Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Company representative reported via email that the customer experienced low blood glucose and the paramedics were called. Blood glucose value is unknown. Customer was treated with a glucagon shot. Customer stated she is doing well and declined assistance.